Event description:
It was reported that during priming with 5 bd ultra-fine¿ ii 3/10ml insulin syringe short needle "liquid" foreign matter came out of needle tip. The following information was provided by the initial reporter, translated from japanese to english: customer reported that fm (liquid) came out of the needle tip. The product package was opened and the insulin solution was aspirated. A small amount of liquid came out of the needle tip during priming.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during priming with 5 bd ultra-fine¿ ii 3/10ml insulin syringe short needle "liquid" foreign matter came out of needle tip. The following information was provided by the initial reporter, translated from japanese to english: customer reported that fm (liquid) came out of the needle tip. The product package was opened and the insulin solution was aspirated. A small amount of liquid came out of the needle tip during priming.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch #2087442. All inspections and challenges were performed per the applicable operations qc specifications. See h10.